Manufacturer narrative:
Rti made several attempts to obtain additional information, however, no additional information has been provided. As no serial numbers were provided, rti germany was not able to perform a batch records review. There are no related complaints for the lot nza19150097. It was determined that the product was used off label. The off-label use for artery repair was confirmed by rtl's regulatory director. Tutopatch bovine pericardium is intended for use to reinforce soft tissue where weakness exists in general and plastic surgery applications and is indicated for repair of pericardia! Structures and for use as a prosthesis for the surgical repair of soft tissue deficiencies which include: gastric banding, muscle flap reinforcement, repair of rectal prolapse using an abdominal approach (excluding rectocele), reconstruction of the pelvic floor using an abdominal approach (excluding transvaginal repair of pelvic organ prolapse), and hernias (including diaphragmatic, femoral, incisional, inguinal, lumbar, paracolostomy, ventral, scrotal, and umbilical).

Event description:
It was reported that: in (B)(6) 2021 a patient was implanted with a tutopatch for an off label procedure for an pericardial patch on the carotid artery. The patch blew out in 48 hours. The patient developed a neck hematoma and passed away. The patch was intact. There was bleeding that could have been between the sutures.

Manufacturer narrative:
A comprehensive records review will be conducted. Once the results are available, a follow up report will be submitted.